Event description:
It was reported that the patient presented to clinic for a normal follow up. The diagnostics anomaly of noise was observed on the lead. Programming changes were recommended. Patient to be monitored.